Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a loud noise and overheated four minutes in to temperature test (119 degree reading should be less than 118 degrees in 10 minutes). Therefore, the reported condition was confirmed. It was determined that the driveshaft had two cracks on it which caused the loud noise and overheating. The assignable root cause was determined to be due to excessive force being used during use, which is abuse/misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was loud. During in-house engineering evaluation, it was observed that the device was making a loud noise and overheated. It was further determined that the driveshaft had two cracks on it. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.